Event description:
A 6f angio-seal plus device was used to seal the right femoral popliteal bypass graft arteriotomy site post lower extremity angiographic procedure. The pt as admitted two days earlier with a complaint of three days or left foot pain extending from the medial ankle to the "blackened" big toe and surrounding area of redness. The pt was one week post right arm angiogram. The next day a planned left femoral popliteal bypass graft surgery was postponed due to the pt falling and sustaining head trauma which required a cerebrovascular work up. The work up was negative for cerebrovascular injury by an elevated troponin level of 22 indicated the pt had experienced a myocardial infarction placing the pt into the surgical intensive care unit. The pt's right leg was cold and mottled below the knee with undopplerable signals. Under local anesthesia the pt underwent an attempted embolectomy of the right femoral popliteal bypass graft. A fogerty catheter was passed distally and a clot was removed without significant back bleeding. It was then passed proximally but was met with obstruction. The surgeons reported the closure device was felt to have caused or contributed to the blockage of the graft. Due to the pt's unstable condition further attempts to revascularize the right leg were abandoned. The pt was transferred back to the surgical intensive care unit in serious but stable condition. Revascularization or amputation of the right lower extremity with a 50% mortality rate was discussed with the pt. The pt refused any treatment and medical care opting for palliative hospital care and was transferred 4/2005. The pt passed away while in hospice care.